Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the thoracic ipg was replaced, and reportedly effective therapy was restored.

Event description:
Related manufacturer reference number:3006705815-2024-00165. It was reported the patients ipg became inoperable following an unrelated surgery. It is unknown if ipg was placed in surgery mode. Logs confirmed that the ipgs never entered a bondable state. Next course of action is undetermined at this time.